Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2021 at 9:30 am when the patient obtained an alleged inaccurate high reading with the subject meter; exact result not reported. The reporter claimed the patient retested their blood with the subject meter at 2:00 pm and obtained an alleged inaccurate high reading of between "390-410 mg/dl." The patient manages their diabetes with insulin twice daily on a self-adjusting dose. In response to the alleged issue, the reporter claimed the patient took 8 units of fast-acting insulin at 2:00 pm. At around 3:30 pm to 4:00 pm, the reporter claimed the patient developed symptoms of "dizziness and sweats" but denied they received any treatment for the symptoms, only waited until they felt better. Later that night, the reporter claimed the patient took 8 units of fast-acting insulin in response to further elevated results; they stated this continued for 3 days until they noticed the results did not fall below "390-410 mg/dl," and when the patient tested their blood glucose with strips from a new vial a result of "40 mg/dl" was obtained. There was no report of medical treatment/intervention received as a result of the alleged issue. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on alleged inaccurate high results obtained with the subject meter.